Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the bipolar cord was not working. The cord stopped working during use. Another cord was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the cord. There was no evidence of blood. A pre-cautery test was performed on the device with a reference generator and bisector tool. The device passed the pre-cautery test; the bisector device produced energy and steam. Based upon the functional test, the reported failure, "cord was not working" could not be confirmed. (B)(4).